Event description:
It was reported to tyco/kendall healthcare, in 2007 that, the clinician tried to shock a pt with a pad, and machine indicated that the shock was not delivered. Pad was replaced and defibrillation was successful. The pt expired.

Manufacturer narrative:
Investigation is currently underway. Upon completion, results will be forwarded.